Event description:
It was reported by the customer that there is a leak in the hose. There were no reports of any adverse pt event associated with this alleged malfunction.

Manufacturer narrative:
On october 16, 2008, the drill involved in the reported event was evaluated. During the eval, the technician was unable to duplicate the reported event; the drill performed within specs. The drill was cleaned, lubed, and adjusted, then returned to the customer.